Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
According to the reporter, pre-operatively, the device had a jaw issue. When the cut button was pushed, the jaws of the device stuck together and would not open. The device was not used on the patient. A new disposable handpiece was used to complete the surgery. There was no patient injury.

Manufacturer narrative:
Additional information: lot # correction:evaluation summary: one device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product met specification as received. No missing piece on the damaged over mold. The jaws opened and closed properly when the handle latch was retracted and released. The knife blade advanced and retracted smoothly along the knife track. The knife cut of the device was tested on a silicone test strip with acceptable results. The knife blade was also inspected under microscope and no issue was found. The investigation found the device to function normally and within specifications for the device opening and closing mechanism. An additional failure was found during the investigation; jaw over mold was damaged. The reported condition was confirmed. The investigation identified the root cause of the reported event to be user error. The damage to the over mold is consistent with grasping on a metal object during activation. The IFU states, contact between an active instrument electrode and any metal objects (hemostats, staples, clips, retractors, etc) may increase current flow and may result in unintended surgical effects such as an effect at an unintended site or insufficient energy deposition. No update to the risk management file is required at this time. If information is provided in the future, a supplemental report will be issued.